Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) . It was reported that the patient was feeling burning at the lead site after minor bending. The patient stated that the burning had resolved but that they need to increase amplitude to feel stimulation. The patient was to be seen on (B)(6) 2018 for a possible evaluation of the leads. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that after meeting with the patient, the patient denied any burning at the site and stated that it resolved quickly after feeling the sensation. The cause was not determined but the patient stated that they felt the sensation shortly after minor bending. The impedances and connectivity checks were good and the patient reported getting excellent coverage of the painful areas. Additional group/program was given to patient for the option to use. No further complications were reported.